Event description:
It was reported, the pt was traveling and believed "his batteries were turned off" on his device. It was stated, the pt did not have a programmer with him at the time. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR. Report #3004209178-2010-08362.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.